Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety -product/procedure: unable to observe since it is a medical event and is not related to the device. Deflation: observed opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: crease fold observed on the device.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.